Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During the functional test, resistance was encountered while attempting to advance the returned smart coil through a demonstration microcatheter as the offset coil winds bunched up inside the hub of the microcatheter, and the smart coil could not be advanced any further. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician placed seven coils in the target vessel using the headway. The physician then experienced resistance while advancing a smart coil through the distal tip of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.